Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078376.

Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads was fractured causing inadequate stimulation. Lead fracture was not confirmed through imaging.

Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads was fractured causing inadequate stimulation. Lead fracture was not confirmed through imaging. Additional information was received that the patient underwent a fluoroscopy, which confirmed lead fracture and migration.

Event description:
It was reported that one of the patients spinal cord stimulator (scs) leads was fractured causing inadequate stimulation. The patient underwent a fluoroscopy, which confirmed lead fracture and migration. Additional information was received that the patient underwent a procedure wherein one lead was explanted successfully and the other lead was still in the patients body. The physician was trying to remove the other lead but lost the lead on the patient's tissue. The patient had another procedure wherein the remaining lead was explanted and implanted with a new set of leads. The patient was doing well postoperatively and the explanted leads will not be returned.